Event description:
It was reported by the prestataire the patient went into hyperglycemia (blood glucose levels not provided) with acetone levels of 0.2 mmol/l. The patient delivered a bolus which was ineffective. When the pod was removed from the infusion site (arm), the patient noticed purulent discharge coming from the site. A new pod was applied and the bg levels returned to normal. No antibiotics or treatment was required. This report is for 1 out of the 7 incidents.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.